Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had loose camera contact and image changes color. The issue was found during unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. During the investigation, the following reportable malfunctions were found: the charged coupled device (r-unit) was broken and the fiber bonding on the distal end was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the r-unit was broken leading to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had loose camera contact and image changes color. The issue was found, during unknown procedure. There were no reports of patient harm.